Event description:
Reportedly, during a laparoscopic inguinal hernia repair, the baloon burst, after (15) fifteen pumps. Part of the balloon remained inside the patient, and had to be manually retrieved. There was no pt injury.